Event description:
As reported, when retracting at a 30-45 degree angle, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug release button could not be activated. Manual compression was then used for hemostasis. There was no reported patient injury. The user was trained and experienced in using the device. The device was used during a cerebral angiogram. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when retracting at a 30-45 degree angle, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug release button could not be activated. Manual compression was then used for hemostasis. There was no reported patient injury. The user was trained and experienced in using the device. The device was used during a cerebral angiogram. Additional information was requested but not provided. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. There were no visible signs of damage to the device or packaging prior to use. A 5f non-cordis vascular sheath introducer was used. Angiography confirmed femoral artery suitability and an insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm, and there were no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis greater than 50% at or near the puncture site. The site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when retracting at a 30-45 degree angle, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug release button could not be activated. Manual compression was then used for hemostasis. There was no reported patient injury. The user was trained and experienced in using the device. The device was used during a cerebral angiogram. Additional information was requested but not provided. The procedure used a retrograde approach. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. A 5f non-cordis vascular sheath introducer was used. Angiography confirmed femoral artery suitability and an insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm, and there were no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis greater than 50% at or near the puncture site. The site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, the guard was not locked, the plug remained in its manufactured position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was observed in the black/white position. Additionally, a severe kinked/bent section was identified approximately 3.5 cm from the distal tip. No further anomalies were noted during the visual inspection. A dimensional analysis was performed near the kinked/bent section of the delivery shaft to verify the outer diameter. The result obtained was within the defined tolerance range. The measurement was taken using a calibrated micrometer. A functional analysis was conducted. The guard was successfully locked; however, the deployment simulation could not be completed. When attempting to pull the indicator wire, the kink/bend in the delivery shaft prevented actuation, and the indicator window could not transition to the black/black position. As a result, the activation button could not be pressed, and the simulation could not proceed. To further assess indicator window functionality, the device handle was opened, and the indicator was manually adjusted from black/white to black/black. An attempt was then made to depress the lever to deploy the plug; however, this was unsuccessful, most likely due to the kinked/bent condition of the shaft, which prevented plug deployment and completion of the test. A high-magnification microscopic evaluation was performed to assess the kinked/bent section and the internal mechanism. The inspection confirmed the presence of the kinked/bent area. No abnormal conditions were observed in the internal mechanism. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was successfully tested within the handle and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator issue reported since the functional test could not be fully performed due to the received condition with the severely kinked/bent delivery shaft that did not allow movement of the mechanism appropriately. However, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that access vessel characteristics and/or procedural/handling factors contributed to the issue experienced during the procedure, especially since there were no damages noted to the indicator wire loop or to the internal mechanism. Additionally, it is noted that the kinked/bent condition of the delivery shaft could have contributed to issue during functionality of the device. However, as this condition was not reported by the customer and would have resulted in difficulty maneuvering the device while in the patient, it is likely that this received condition occurred due to manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.